Event description:
The customer reported being in the emergency room due to high blood glucose of 545mg/dl. The customer stated that they checked and was told that everything was fine. The caller stated that she was changing the infusion set, and then suddenly two hours later his glucose level was elevated. Then she changed the infusion set again, and she did not eat the day before. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.